Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false air in line alert event with new sets' which was not reproduced during evaluation. A review of the event history log identified 'air in line' messages. The cause was determined to be a damaged ultrasonic sensor tail. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a false air in line alert event with new sets. The event happened during programming/setup at the intermediate medical unit. There was no patient involvement. No additional information is available.